Manufacturer narrative:
The balloon was not returned to the service center evaluation. The device history record for the finished device was reviewed; no abnormalities in documentation or process were noted. The cause of the reported event cannot be determined at this time; however, if additional information becomes available, this report will be updated and supplemented accordingly.

Event description:
The service center was informed that during an unspecified procedure, the balloon would not deflate completely. The doctor had to wait 5 seconds after it appeared to be deflated to attempt remove it. It could not be removed, so the scope was withdrawn with the balloon extended outside the scope. The balloon was not lubricated, or tied in a knot nor was a string used to tie off the balloon end. The balloon was not inflated 20mm or more. There was no resistance during the balloon insertion. The intended procedure was not completed. There was no patient harm reported.